Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. The insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 150 mg/dl. The customer stated that the pump has malfunctioned and does not work. The customer stated that he was trying to press the act button and the pump was completely frozen. The customer also stated that he put in a new battery and the pump still alarmed button error. The customer also stated that he was on new medication which brought his blood glucose down dramatically. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.